Event description:
During stent deployment in the renal artery (off-label use), the balloon "shot forward" distally and out of the stent. The stent was displaced on the distal shaft, proximal to the balloon. An attempt was made to withdraw the device from the pt; however, the balloon slipped through the stent completely and left the stent floating in the artery. Efforts to deploy the dislodged stent or retrieve it with a snare device were unsuccessful. The stent embolized in an accessory branch of the renal artery and no efforts will be made to retrieve the stent.